Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited intermittent r-wave oversensing causing false tachycardia detection. It was further reported that counter values have remained which occurred prior to the device being cleared. The device remains in use. No patient complications have been reported as a result of this event.